Event description:
The customer contact reported that the pt received less medication than intended. The device was returned to the pharmacy department with an unsigned note that stated, "runs slow". No tracking info was provided; therefore, specific pt info, device programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The device history was downloaded at the service center. The programming present in the history did not correlate with the customer contact's reported programming; therefore, the history cannot be utilized to evaluate the reported event. This report represents all the info known by the reporter upon query by hospira personnel.